Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated that her ins shut off yesterday. The patient was instructed to connect with her ins using the controller. The controller said that the ins battery was depleted and needs to be charged. The screen said "battery empty, cannot provide stimulation." The patient said she was praying that the ins didn't have a defect and said maybe the manufacturing representative (rep) didn't charge the ins to full before implanting the ins. The patient said she was so recently implanted she was told by her doctor she can't charge for a week to prevent infection. The patient was redirected to follow up with her healthcare provider (hcp). It was also reviewed with the patient that this is the way the equipment behaves when the ins depletes to off and needs to be charged. No further complications were reported. Additional information was reported that the patient met with a manufacturing representative (rep) who resolved their battery being dead. The issue has been resolved. It was reported on (B)(6) 2019 by a consumer that the implantable neurostimulator (ins) was supposed to last a week but it depleted after a day and a half. The patient met with a manufacturer representative for an adjustment. After the adjustment the battery lasted less than a day. The day before the call, the ins was turned on at 6 am and was depleted by 8 pm. It was reported that the consumer could not get stimulation to increase at all and was not able to reach the settings. It was not doing the intensity at all. It was reported that the patient met with a manufacturer representative on (B)(6) 2019 who told them one of the connectors had not been working. It was noted that this started at implant surgery. Additional information was received from the manufacturer representative on 2019-aug-26 reporting that during the programming session one electrode showed high impedances which was believed to be the connector issue. The system was programmed around that one electrode and the issue was reported to have been resolved at the time of the programming. No further complications were reported.